Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the duodenovideoscope was okay prior to a therapeutic endoscopic retrograde cholangiopancreatography procedure to remove a stent. After the procedure was completed, the distal end cover was found to be damaged and cracked after being removed from the patient. The customer also noted that angulation was low. There was no delay to the procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. Additionally, the damage and crack on c-cover are likely due to physical stress such as hitting/dropping the distal end or chemical stress by chemical solution used. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The olympus service center confirmed the reported event. In addition to event, the olympus service center found the scope had foreign material within the forceps elevator, the objective (ob) lens, grip and the distal sheath was dirty. Additional issues were identified during the device evaluation: connecting tube has a scratched, the right/left (r/l) and up/down (u/d) knobs have discoloration, scope connector cover and scope connector have a scratches. Due to wear of angle wire, bending angle in u/d/l direction does not meet the standard value, due to wear of angle wire, the play of u/d & l/r knob is out of the standard value. Due to damage on ccd unit, a noise image occurs, due to a crack on distal end, insulation resistance value at distal end does not meet the standard value, due to slipping-out of lg-bundle, illumination is poor, there is a chip in adhesive area between distal end and light guide cover. The foreign material and dirty ob lens, distal sheath and grip likely due to problems related to reprocessing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.